Event description:
The manufacturer received information alleging a ventilator had low volumes during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to hall sensor being out of tolerance.